Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
User facility in (B)(6) reported the irrigation did not flow. The pack was replaced with another one. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One opened bl5112 pack from lot v6345 was returned. The expiration date on the label is 2017-07. Visual inspection found fluid in the lines and the IV spike has been cut off and was not returned. Partial functional testing was performed using a syringe filled with water. The water was injected through the irrigation line and it flowed through the tubing and out into the collection cassette, as it should. The assembly was not blocked. It cannot be determined if the IV spike was defective or blocked as it was not returned. The assembly did not display low or weak flow during testing.